Manufacturer narrative:
The report is filed (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to skin flap necrosis.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.